Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation. A visual inspection on the unit showed no signs of physical abnormality. A functional flow rate test was performed on the unit and the flow rate was fund to be within specification. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused fluorouracil. The infusion was noted to be finished one day before the expected completion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.